Manufacturer narrative:
As of today no additional information has been received and the reported device has not been returned for evaluation. If the device is returned a follow up will be filed as needed.

Manufacturer narrative:
As of today this investigation is still in-process and a follow-up will be filed as needed. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Internal complaint reference: (B)(4).

Event description:
It was reported that prior to starting a biopsy procedure the quality control passed and pre-testing of the brevera machine passed. The biopsy was started and after obtaining five tissue samples the system screen froze and an error message was received. The biopsy could not be completed. No patient harm was reported. Additional information has been requested.